Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported injury is considered to be under the scope of this recall. No further investigation is required.

Event description:
Claimant underwent right hip arthroplasty on (B)(6), 2011, and was implanted with a trident shell with mdm liner and abgii modular hip. She was revised on (B)(6) 2021.

Manufacturer narrative:
Investigation conclusion ¿ reported event: an event regarding altr involving a abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Clinician review: clinician review: I can confirm that the patient had both the primary and revision total hip arthroplasties since I was able to review both operation reports. The root cause of this event, loosening of the acetabular component, cannot be determined with certainty. Causes of acetabular loosening about 10 years following surgery are multifactorial including initial surgical technique in the way the cup is positioned and its fixation, as well as the preparation of the socket and initial stability and the quality of the bone. Other causes include patient lifestyle, activity level and bmi, with possible trauma at some point, and local changes in the bone quality surrounding the acetabulum. With the information given I would not assign any causality to the implant itself. Regarding the replacement of the modular primary femoral stem it appears this was done prophylactically because of potential problems with corrosion, etc. With the abg ii system. That is certainly a reasonable rationale for changing the component. However the patient was not experiencing any symptoms related to the femoral component as far as we were told. Conclusions: the patient had revision surgery due to altr. A review of the provided medical records by a clinical consultant stated the following comment: revision tha surgery for pseudotumor and elevated metal ion levels is confirmed. The root cause of the pseudotumor formation and elevated ion levels cannot be determined by the information provided. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required.

Event description:
Claimant underwent right hip arthroplasty on (B)(6) 2011, and was implanted with a trident shell with mdm liner and abgii modular hip. She was revised on (B)(6) 2021.